Event description:
During a lap ing. Hernia repair (bilateral). When using the auto suture multifire endo hernia disposable stapler, the end of the stapler with the reload broke into several pieces in the patient's abdomen. Question cause - equipment malfunction or operator error.the pieces of the stapler were removed and an x-ray was obtained. The x-ray was negative for foreign bodies.